Event description:
Same case as: 2134265-2013-08544, 21342134265-2013-08553. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with a coronary catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback. Image still appeared, so manual pullback was performed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).